Manufacturer narrative:
Concomitant products: product ID 37754, serial# (B)(4), product type recharger; product ID 3587a, lot# n067742, implanted: (B)(6) 2007, product type lead; product ID 3587a, lot# n0052678, implanted: (B)(6) 2007, product type lead; product ID 3708360, serial# (B)(4), implanted: (B)(6) 2009, product type extension; product ID 3708360, serial# (B)(4), implanted: (B)(6) 2009, product type extension; product ID 37742, serial# (B)(4), implanted: (B)(6) 2007, product type programmer, patient.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient's implantable neurostimulator (ins) was protruding out of her skin like a sore thumb. Two electrodes broke and only 4 were working. The replacement occurred on (B)(6) 2015. No follow-up was required as this was further information about a historical event.

Event description:
It was reported that the patient thought her leads were protruding out of her skin which was noticed the week prior to the report. The patient didn¿t know if it was because she had thin skin. The leads were in her neck and she thought it looked horribly and thought she saw grey. The patient reported it was itching and felt like someone was pinching her. She didn¿t know if it was moving or her body was moving it. It was noted the patient was going to be having surgery, with no indication of what it was for. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.